Event description:
The customer was hospitalized for high blood glucose. It was reported that the pump has blank display. Suggested that customer take manual injection as per md protocol. The customer stated that she changed the batteries the day after being hospitalized and display did not return. The customer also stated that she could hear the pump clicks but the screen was blank.